Event description:
The following case report was received: "late migration of two covered biliary stents through a spontaneous bilioenteric fistula in a patient with malignant biliary obstruction", published by miltiadis e krokidis et al. Online june 23, 2007. Article citation: krokidis, m. E., hatzidakis, a. A., manousaki, e. G., & gourtsoyiannis, n. C. (2008). Late migration of two covered biliary stents through a spontaneous bilioenteric fistula in a patient with malignant biliary obstruction. Cardiovascular and interventional radiology, 31(1), 222¿225. Https://doi.org/10.1007/s00270-006-0095-7. Within the case report it was stated that the patient presented with a history of cholecystectomy and recurrent pancreatitis was admitted to hospital with jaundice. Reportedly ultrasound showed dilatation of the biliary tree, the common bile duct (cbd), and the pancreatic duct. Computed tomography (CT) and magnetic resonance cholangio-pancreatography (mrcp) identified an inoperable mass located at the uncinate process of the pancreas. It was reported that after unsuccessful endoscopic retrograde cholangio-pancreatography (ercp), the patient underwent a percutaneous transhepatic cholangiography (ptc) revealing a distal cbd obstruction. Successful percutaneous drainage was subsequently performed with the placement of an 8 fr flexima biliary catheter (boston scientific, watertown, ma, USA). Metallic stenting followed 8 days later and a gore® viabil® biliary endoprosthesis with proximal side holes was successfully implanted in the lower cbd on an unknown date. The patient was readmitted with recurrence of jaundice 4 months later and the new ptc showed tumor in- and overgrowth causing almost complete obstruction of the previously implanted stent lumen. A second stent of the same size and type was implanted in the middle part of the cbd. During follow-up, there were no clinical signs of jaundice and blood tests were normal. The CT scan performed 9 months after insertion of the second stent documented the presence of the implanted endoprostheses. The corresponding author has been asked for additional information.

Manufacturer narrative:
H6: e2402 used for "tumor ingrowth". B3: as no date of event has been reported, 4 months after the date of publication has been chosen as date of event as the incident reported occurred 4 months after the initial date of implant. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A27 used for "tumor ingrowth". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. B3: the specific date of event can¿t be determined, therefore the date when the article was published has been chosen.

Manufacturer narrative:
E1: updates have been made to the details of the initial complainant as those submitted were incorrect. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D17: appropriate term/code not available is being used for "withdrawn complaint". This medwatch report is being withdrawn, and the alleged product complaint has been found to be not reportable. The investigation has been completed. Based upon the totality of the information received over the course of the investigation the following conclusions have been reached. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Upon further review of the event, it was determined that this event is not reportable. This report will be retracted.